Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician was unable to duplicate the reported issue during testing and evaluation. There was no leak or abnormal alarm conditions identified. No components were replaced and no failures detected. The device was recertified and returned to the customer operating to service specifications.

Event description:
It was reported to carefusion that the unit is continuously alarming "high pressure" and may possible have a leak. There are no allegations of any patient or user harm associated with this complaint.